Event description:
Sheath was being prepared to be removed. Femstop applied. Removed sutures at knot of sutures. Sheath was pulled gently as femstop was inflated. Top of sheath came off. Applied pressure after loosening femstop. Physician notified. X-ray performed and preparation for or to retrive sheath from right artery. Right femoral artery exploration completed without complications.